Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a female patient. The patient was injected with radiesse, in 2014. Batch number and expiry date were reported as unknown. After the radiesse injection, the patient experienced a beastly nodule. She was told how to proceed, with little success because it gave her many problems. The 10¿15-year-old nodule reactivated. Due to the provided information, the outcome of the event was considered as not resolved.

Manufacturer narrative:
Assessment by merz: no precise information was given on the injection site and date as well as event onset date and localization, so that a local and temporal relationship can only be assumed. Injection site nodule (serious) is expected based on the currently valid european instructions for use (IFU) leaflet of radiesse, and can occur after the treatment with radiesse. In this case, the information is very sparse and no further event details or underlying conditions of the patient were reported. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. In this case, the event duration was ambiguously reported and was considered worst case as serious as it is not clear what the duration of the first active nodule was and re-activated nodule was and additionally the patient received non-reported corrective treatment with not resolved outcome. Causality for the event is assessed as possibly related to the treatment with radiesse based on assumed temporal and local relationship. The case is considered as serious with the serious event injection site nodule due to permanent damage.

Event description:
Case description: this case was linked with case (B)(4), referring to the same patient. This spontaneous report was received from a spanish physician and concerns a female patient. The patient was injected with radiesse, in 2014. Batch number and expiry date were reported as unknown. After the radiesse injection, the patient experienced a beastly nodule. She was told how to proceed, with little success because it gave her many problems. The 10¿15-year-old nodule reactivated. Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 05-jun-2025: linking sentence was added. Patients age, weight (65 kg) and height (169 cm) were reported. She was 69 years old at the time of the event. The patient was injected with radiesse 1.5 ml into the right and left malar areas, to treat hypoplasia, on (B)(6) 2010. Batch number was reported as 1015132 (expiry date: 06/2011). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as 1015132 (expiry date: 06/2011). A lot search in the global safety database was conducted. Radiesse 1.5 ml was diluted with 0.3 ml of 2% lidocaine (product preparation issue, off label use of device). Vectorized technique was used. She was injected, again, with radiesse 1.5 ml into the right and left malar areas, on (B)(6) 2010. Batch number was reported as 1020401. Radiesse 1.5 ml was diluted with lidocaine. She was previously injected with various allergan hyaluronic acid fillers with no remarkable incidences, between 2007 and 2009. In 2011, a few months after the second radiesse 1.5 ml injection, the patient experienced a granuloma in the left malar region. This granuloma presented intermittent reactivation (approximately twice a year) during a period of 5 years. It was controlled each time with oral corticosteroids (urbason 4 mg in a descending regimen), without the need for intralesional treatment or other invasive interventions. For years she did not visit the clinic, until (B)(6) 2025, when she contacted again due to the persistence of the nodule, although at the time of the review it was not clinically active. On (B)(6) 2025, the patient reported the granuloma continued to present sporadic activations. On palpation there was evidence of a nodular formation in the left malar region, compatible with the already diagnosed granuloma. There were no clinical signs of active inflammation at the time of the report. She was scheduled to undergo a surgical facial lifting procedure. The physician suggested to the attending surgeon to consider excision of the granuloma during the same surgical procedure, provided that the anatomical and technical conditions allowed for it. It was noted that this was a long-standing granuloma, secondary to prior infiltration with radiesse 1.5 ml, which did not respond definitively to conservative treatment and was able to benefit from direct surgical removal. The granuloma was not histologically confirmed. The outcome of the event remained unchanged.

Manufacturer narrative:
Assessment by merz: no precise information was given on the injection site and date as well as event onset date and localization, so that a local and temporal relationship can only be assumed. Injection site nodule (serious) is expected based on the currently valid european instructions for use (IFU) leaflet of radiesse, and can occur after the treatment with radiesse. In this case, the information is very sparse and no further event details or underlying conditions of the patient were reported. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. In this case, the event duration was ambiguously reported and was considered worst case as serious as it is not clear what the duration of the first active nodule was and re-activated nodule was and additionally the patient received non-reported corrective treatment with not resolved outcome. Causality for the event is assessed as possibly related to the treatment with radiesse based on assumed temporal and local relationship. The case is considered as serious with the serious event injection site nodule due to permanent damage. Merz causality re-assessment due to follow-up information received on 05-jun-2025: the batch record review for radiesse, lot 1015132 contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch 1015132) and no similar events were noted. The event occurred in a compatible local relationship. Event onset was more than one year following treatment, which is long latency but possible. Off label use of device and product preparation issue are coded for formal reasons only. A dilution of radiesse with lidocaine is no approved indication for radiesse in the EU. Possible confounding factor includes previous injections with various allergan hyaluronic acid fillers in addition to the subsequent treatment with radiesse on 11-nov-2010. Nevertheless, a contributory role of the initial treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment with oral corticosteroids with not resolved outcome and an assumed duration of about 14 years with intermittent reactivation. A granuloma was reported, however histological confirmation is pending, therefore coding remains unchanged as injection site nodule until histological confirmation. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship. The case remains as serious with the serious event injection site nodule due to permanent damage.